Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Concomitant medical products: product ID: c2tr01 ipg implanted: (B)(6) 2012, 4968-35 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's parent that the patient had a "faulty" lead replaced. Follow up confirmed the right atrial (ra) lead was capped and replaced due to oversensing and variable capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.